Event description:
It was reported that the patient had no stimulation sensation for the past three days. The patient¿s feet felt ¿funny¿ like therapy was not on. The patient was not able to make adjustments with antenna attached. They were able to increase the stimulation without the antenna attached. Initially it was noted that the patient could not connect with the recharger or patient programmer but was able to connect with the recharger while on the call it was confirmed that the implantable neurostimulator (ins) battery was showing almost full. No telemetry was noted. Upon product return of the programmer analysis resulted in a c300. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).